Event description:
The customer stated that false negative architect hiv ag/ab results of <0.009 were reported on 16 patients. The initial results were reported during the time frame that the analyzer had generated "1008 unable to process test, final read failure" errors. The samples were repeated and positive results were generated. (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
An investigation was performed by reviewing the complaint text, tracking and trending metrics, the system logs, the current labeling for the architect system operations manual, and the instrument service history. Customer complaint data was reviewed and no adverse trends were identified. The tracking and trending metrics identified no similar issues to the issue encountered at the customer facility. Review of the system logs identified multiple occurrences of the following exception error codes occurring on (B)(6) 2014 during the time period the discrepant results were generated: error code 1005 (result cannot be calculated, final rlu read is outside the specification of the lowest calibrator) error code 1007 (unable to process test, activated read failure.) Error code 1008 (unable to process test, final read failure) error code 3000 (unable to process test, liquid not found for sample pipetter at las sample) error code 3100 (liquid contact broken during aspiration for sample pipetter at las sample) error code 3050 (unable to process test, liquid too low for sample pipetter at las sample) error code 3350 (unable to process test, aspiration error for sample pipetter at las sample) error code 5000 (sample pipetter movement restricted at las sample) the architect system operations manual provides a variety of probable causes and corrective actions for troubleshooting error codes 1005, 1007, 1008, 3000, 3100, 3051, 3350, and 5000, including inadequate dispense of pre-trigger or trigger solutions and issues related to the probe, and it provides adequate information related to management of patient results, exceptions, and consumable inventory. The architect system operations manual also states if assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. A review of the service history for architect i2000, serial number (B)(4), was performed. Between october 1, 2013 and february 5, 2014, numerous service tickets were opened to address a variety of fluidics subassembly related issues. Multiple parts were cleaned, adjusted, or replaced. Based upon the data available and the results of this investigation, the architect i2000sr is performing as intended. The investigation did not identify a malfunction / deficiency

Manufacturer narrative:
No consequences or impact to patient. False negative result. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 3002809144-2014-00016 under an incorrect suspect device.